Event description:
It was reported that there was an infections with "serratia. Pt was implanted approx 2 months prior. Pt started to get fluid in the pocket, the doctor prescribed antibiotics, and infection started to tract extension and lead. All components removed approx 2 weeks prior, cut lead at burr hole. The company rep attended both stage 1 and 2 and nothing out of the ordinary occurred. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).